Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058, serial # (B)(4) showed no significant anomalies. Due to the nature of the reported complaint, an impedance test was performed in 0.9% saline and good impedances were observed using a clinician programmer. Laboratory functional test determined there was good, stable output on all electrode pairs. Telemetry was acceptable. Analysis of the lead model 3889-28 lot # va1nbcg showed no significant anomalies. Due to the nature of the reported complaint, an impedance test was performed in 0.9% saline and good impedances were observed using a clinician programmer. Laboratory functional test determined there was good, stable output on all electrode pairs. Telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3058, serial# (B)(4), product type: implantable neurostimulator; product ID: 3889-28, lot# va1nbcg, explanted: (B)(6) 2018. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. In prior report, 3007566237-2018-00890, it was not indicated that the same device and patient codes for the lead lot# va1nbcg also apply to the ins, (B)(4). Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the product type lead product ID: 3889-28, lot# unknown, product type: lead in this report may have caused or contributed to a death or serious injury or that the product type lead product ID: 3889-28, lot# unknown, product type: lead in this report has malfunctioned. Therefore, product type lead product ID: 3889-28, lot# unknown, product type: lead did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The representative reported they sent the device out on (B)(4) 2018 with paperwork included. There were no further complications reported/anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3889-28, lot# unknown, explanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) during an intraoperative procedure regarding a patient being implanted with an implantable neurostimulator (ins). It was reported by the manufacturer representative they were getting impedance that were high during the intraoperative procedure. While on the call, technical services advised testing at 2 volts at 360 pw resulting with: c & 0: 4k, c & 1: ?, c & 2: ?, 0 & 1: 4k, 0 & 2: 4k, 0 & 3: 4k, 1 & 2: 3652, 1 & 3: 4k, 2 & 3: 3539 ohms. Technical services then had the caller run impedance at 2 volts and 150 pw resulting with : c1: 2035 ohms, c2: ?, c3: 1513 ohms and all other combinations were greater than 4k ohms. Technical services then had the representative program the contacts to try to get body response but that didn't yield anything. Testing with the j hook did get response at 1 volt. It was decided on the call the representative would replace the implant. The representative noted the health care physician (hcp) did confirm the blue tip and they pulled on the lead to confirm it was secure. Additional information was received later that morning when the representative reported they were not able to resolve impedance with the new ins and that the only time they got response was when they were testing the lead with the j hook and thus the hcp chose to replace the lead and not leave the high impedance. The representative reported the issue was resolved. There were no further complications reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3058, serial# unknown, product type: implantable neurostimulator; product ID 3889-28, lot# unknown, explanted: (B)(6) 2018, product type: lead; product ID 3889-28, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that this was discussed with the doctor. They were delivering the return kit to them on wednesday. They would have the other information regarding the serial numbers then. The impedances greater than 4000 was never fixed. Physician chose to replace the lead that we had just placed. The company would be getting the lead that was placed and removed as well as the ipg that was tried and failed to provide desired results.